Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too large of a bolus resulting in a low blood glucose (bg) level of 69 mg/dl. Reportedly, customer did not perform any actions to resolve low bg, and alleged the bg level resolved. Additionally, it was reported that the pump did not declare an audible low blood glucose (bg) continuous monitor glucose alert (cgm) alert or high bg cgm alert when they should have been declared. Customer confirmed pump setting was on. Customer alleged that they turned the audible setting feature off and then on again and the issue was resolved.